Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 47 mg/dl at the time of the incident. The customer treated their blood glucose levels with a bolus. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform the functional check including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test or all the operating currents test due to no act button response. The pump was received with minor scratches on the display window, a cracked display window, a cracked case at the display window corners and a cracked reservoir tube lip.